Event description:
It was reported unicp plate broke after implantation. Add'l info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.